Event description:
Medtronic 670g insulin pump. Replaced insulin vial and infusion set. Completed the prompts to the point of filling the cannula. I was distracted and did not complete this step. At this point, the pump was connected to my body but not delivering insulin. I went to bed and awoke several hours later very sick. My blood glucose was "high" on my meter meaning it was above 600 mg/dl. Prior to going to bed it was 122 mg/dl. This same issue has happened on several other occasions due to the lack of a no delivery alarm. FDA safety report ID # (B)(4).